Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller refused to follow troubleshooting steps and insisted on replacing the charging supplies, leading customer technical support to send replacement parts, including the tandem mobi wall adapter, charging cable, and charging pad, via two-day shipping. Customer was advised to use a backup insulin pump if needed before receiving replacements.